Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blood glucose of 25 mmol/l from (B)(6) 2015. Customer stated that the pump did not alarm no delivery. Customer stated that the pump was tested and insulin came out of the tubing. Customer changed the infusion set twice. Customer stated that he rotates very well. Customer went to the hospital due to his blood glucose of 25 mmol/l. Customer injected insulin manually and his blood glucose dropped. Customer replaced the infusion set the next day. Customer stated that he has used 7 infusion sets. Customer performed a high pressure test but not with the tubing clamps. The pump will come back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.